Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that noise from the minute ventilation (mv) signal was oversensed on the right atrial (ra) channel of this implantable cardioverter defibrillator (ICD). The oversensing led to inappropriate mode switches and fluctuating impedances were observed on both the ra and the right ventricular (rv) channels. The rv impedances were noted to be high and out of range greater than 2000 ohms. Boston scientific technical services (ts) recommended turning off the mv sensor and evaluating the ra and rv leads. The physician has reprogrammed the system. This ICD remains in service. No adverse patient effects were reported.